Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Per a reporter, the issue occurred after the patient was removed from the platform. The platform worked as intended during the patient use. The user was unable to clear the error message. No patient involvement.